Event description:
A malfunction was reported involving a malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Tandem technical support guided the customer in updating the pump software and resetting the pump, which resolved the issue. The customer successfully rejoined the existing sensor, regained connection to the pump, and resumed insulin delivery. The customer was advised to reach out if the malfunction recurred, and they acknowledged and understood the instructions.